Manufacturer narrative:
H3: the logs were provided to technical support. Log review found persistent tf 388/271 alarms and verified that inlet psi is below 4.5 bar. The technical support determined that the device needs a new inspiration block to resolve the issue. The quote was sent to the customer for the replacement. As a result, the claim will be closed as a defective inspiration block. G1: contact information has been updated.

Event description:
Additional information received indicates that the customer provided log files for further investigation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the ventilators tf 271 and 288 alarms occurred. Technical support recommended that the inspiration block be replaced. Complainant indicated that there was no patient involvement in the reported issue.